Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose level (60 mg/dl). Customer stated they bolused as units of insulin and believe they may have miscalculated the amount delivered. Customer ate candy to stabilize blood glucose levels, and requested assistance turning their carbohydrate feature on. Tandem technical support guided the customer through turning their carbohydrate feature on.